Event description:
A malfunction alarm, identified by code malf 12, was reported, occurring three times on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their health. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup to ensure insulin delivery was not interrupted. Additionally, the customer was guided on storing the pump and returning it to tandem with a pre-paid label.